Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a rapidcross device during treatment of the patient¿s mid peroneal artery. IFU was followed and the device was prepped without issue. A non-medtronic inflation device was used for balloon inflation. It was reported that the balloon burst during balloon inflation to an unknown inflation pressure. All fragments of the balloon were retrieved. The device was replaced with another rapidcross and the procedure was completed without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.